Manufacturer narrative:
Additional information received on february 02, 2024 indicated that the suspect device is non mentor, and withdraw the complaint. As a result, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture unknown grade, surgical intervention. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast reconstruction revision with an unknown mentor silicone prosthesis experienced right sided capsular contracture unknown grade postoperative. The patient went to the breast cancer medical doctor, and she had a biopsy done and patient informed that md ruptured the implant with the biopsy and that doctor didn't inform the patient. Patient informed that she had complications from the biopsy performed and that eventually she had to have removal surgery. Patient also informed of hardening, and other issues. As a result, patient underwent removal without replacement on (B)(6), 2023. Please see other patient event in manufacturer report number: 1645337-2023-12110.